Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a device replacement procedure, it was noted the atrial lead exhibited intermittent noise. The lead was not revised or replaced due to physician discretion as the patient was not dependent and the lead sensed appropriately. Patient was stable. Reference MFR. Report: 2017865-2019-11376 for the device issue.